Event description:
It was reported that the patient complained about problems with his artificial urinary sphincter (aus) implanted approximately five years ago. The issue was an erosion of the cuff into the urethra. An artificial urinary sphincter (aus) revision surgery in which the cuff was removed and replaced was performed. The procedure was successful. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.